Manufacturer narrative:
B4: 24sep2021. During the initial intake of the service order and information from the rse it was indicated that the event was outside of use. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer stated that the device continues to deliver breaths targeting the 21% o2 concentration setting regardless of the user-set o2 setting. The rse provided the customer with numerous troubleshooting suggestions and was advised to carry out quality assurance tests. The customer did not supply any further information to confirm the fault and the philips rse was unable to make further contact. The rse closed the service order. A supplemental report will be submitted if new information is obtained. Philips is unable to determine if a malfunction occurred.

Manufacturer narrative:
Report date: 29jul2021. There was no patient involvement.

Event description:
It was reported to philips that the device had an oxygen device failed error (ec 1111). The device was not in clinical use at the time of the event. There was no report of patient or user harm.